Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450s mg/dl. Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer administered a manual injection to address the issue and required assistance from ems (emergency medical services) who administered an "insulin shot". Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.